Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient being revised 2 days post op from her primary tha for periprosthetic fracture of the proximal femur around her summit hip stem. It is unclear if patient fell or had an iatrogenic fracture during primary. Femur was cabled, summit stem and ceramic head were removed. Reclaim stem was placed with new head. There was also loosening of the stem at bone to implant interface. No further patient information available. Doi: (B)(6) 2019; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.